Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain onset for 1 year and increased in severity'), sjogren's syndrome ('sjogren's syndrome'), ovarian cyst ('ovarian cysts') and bipolar disorder ('bipolar disorder') in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included overweight. Concurrent conditions included vaginitis, gonococcal cervicitis, candidiasis, ovarian cyst, amenorrhea, endometriosis, bipolar disorder, dry eyes, lymphadenopathy, polyarthralgia, myalgia, endometriosis of pelvic peritoneum and polycystic ovarian syndrome. Concomitant products included quetiapine fumarate (seroquel). On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menstruation irregular ("irregular menstural cycle"). In (B)(6) of 2012, the patient experienced vaginal discharge ("vaginal discharge/creamy frothy white green vaginal discharge"), fatigue ("fatigue") and headache ("headaches/ bilateral headache lasting more than 1 week."). On (B)(6) 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infection") and vulvovaginitis ("vulvovaginitis"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti"). In (B)(6) of 2012, the patient experienced anxiety ("psych injury/anxiety"), nausea ("nausea") and depression ("depression"). In (B)(6) of 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia"). In (B)(6) of 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash"), dry skin ("skin condition/dry irritation patches"), sjogren's syndrome (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), constipation ("gi conditions-constipation"), migraine ("migraine"), tooth disorder ("dental problems"), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis/extensive peritoneal endometroisis"), polycystic ovaries ("polycystic ovarian syndrome"), vulvovaginal pruritus ("vaginal itching"), dysuria ("dysuria"), restless legs syndrome ("restless leg syndrome"), obesity ("obesity"), pollakiuria ("frequency urinary"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), bipolar disorder (seriousness criterion medically significant), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal discomfort ("vaginal irritation"), candida infection ("infection-(bladder /urinary tract /vaginal)-candidiasis") and vulvovaginal pain ("vaginal pain") and was found to have antinuclear antibody positive ("positive ana"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (left ovarian cystectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, rash, dry skin, sjogren's syndrome, vitamin d deficiency, antinuclear antibody positive, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, weight increased, migraine, headache, nausea, tooth disorder, ovarian cyst, endometriosis, polycystic ovaries, vaginal haemorrhage, bacterial vaginosis, depression, menstruation irregular, vulvovaginal mycotic infection, vulvovaginal pruritus, dysuria, restless legs syndrome, obesity, pollakiuria, back pain, abdominal pain lower, bipolar disorder, vulvovaginal burning sensation, vulvovaginal discomfort, candida infection, vulvovaginitis and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, anxiety, back pain, bacterial vaginosis, bipolar disorder, bladder disorder, candida infection, constipation, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, obesity, ovarian cyst, pelvic pain, pollakiuria, polycystic ovaries, rash, restless legs syndrome, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pain, vulvovaginal pruritus, vulvovaginitis and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal pain , menorrhagia (heavy menstrual bleeding), sjogren's syndrome, vitamin d deficiency, positive ana, , psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal, ovarian cysts, endometriosis removal. Left ovarian cystectomy, extensive peritoneal endometriosis, polycystic ovarian syndrome, fatigue , gi conditions, weight gain, migraine headaches, nausea, dental problems, ovarian cysts, endometriosis removal. Left ovarian cystectomy, extensive peritoneal endometriosis, polycystic ovarian syndrome. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information, medical history, concomitant drug added. Events: vulvovaginitis, vaginal pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pelvic pain onset for 1 year and increased in severity'), sjogren's syndrome ('sjogren's syndrome'), ovarian cyst ('ovarian cysts') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included vaginitis, gonococcal cervicitis, candidiasis, ovarian cyst, amenorrhea, endometriosis, bipolar disorder, dry eyes, lymphadenopathy, polyarthralgia, myalgia, endometriosis and polycystic ovarian syndrome. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), dry skin ("skin condition/dry irritation patches"), sjogren's syndrome (seriousness criterion medically significant), vitamin d deficiency ("vitamin d deficiency"), anxiety ("psych injury/anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), constipation ("gi conditions-constipation"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), ovarian cyst (seriousness criterion medically significant), endometriosis ("endometriosis/extensive peritoneal endometriosis"), polycystic ovaries ("polycystic ovarian syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), menstruation irregular ("irregular menstrual cycle"), vulvovaginal mycotic infection ("yeast infection"), vulvovaginal pruritus ("vaginal itching"), dysuria ("dysuria"), restless legs syndrome ("restless leg syndrome"), obesity ("obesity"), pollakiuria ("frequency urinary"), back pain ("lower back pain"), abdominal pain lower ("lower abdominal pain"), bipolar disorder (seriousness criterion medically significant), vulvovaginal burning sensation ("vaginal burning"), vulvovaginal discomfort ("vaginal irritation") and candida infection ("infection-(bladder /urinary tract /vaginal)-candidiasis") and was found to have antinuclear antibody positive ("positive ana") and weight increased ("weight gain"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (left ovarian cystectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, menorrhagia, rash, dry skin, sjogren's syndrome, vitamin d deficiency, antinuclear antibody positive, anxiety, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, constipation, weight increased, migraine, headache, nausea, tooth disorder, ovarian cyst, endometriosis, polycystic ovaries, vaginal haemorrhage, bacterial vaginosis, depression, menstruation irregular, vulvovaginal mycotic infection, vulvovaginal pruritus, dysuria, restless legs syndrome, obesity, pollakiuria, back pain, abdominal pain lower, bipolar disorder, vulvovaginal burning sensation, vulvovaginal discomfort and candida infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, antinuclear antibody positive, anxiety, back pain, bacterial vaginosis, bipolar disorder, bladder disorder, candida infection, constipation, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, nausea, obesity, ovarian cyst, pelvic pain, pollakiuria, polycystic ovaries, rash, restless legs syndrome, sjogren's syndrome, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal burning sensation, vulvovaginal discomfort, vulvovaginal mycotic infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),apareunia, pelvic/ abdominal pain , menorrhagia (heavy menstrual bleeding), sjogren's syndrome, vitamin d deficiency, positive ana, , psych injury, bladder problems.,urinary problems.,bladder infection.,uti, vaginal infection, vaginal, ovarian cysts, endometriosis removal. Left ovarian cystectomy, extensive peritoneal endometriosis, polycystic ovarian syndrome, fatigue , gi conditions, weight gain, migraine headaches, nausea, dental problems, ovarian cysts, endometriosis removal. Left ovarian cystectomy, extensive peritoneal endometriosis, polycystic ovarian syndrome concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dyspareunia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: pfs received. Event's: psych injury were updated to anxiety, gastrointestinal disorder updated to constipation skin condition were updated to dry irritation patches . New events: abnormal bleeding (vaginal), bacterial vaginosis, irregular menstrual cycle, dry irritation patches, dysuria, vaginal itching, dysuria, yeast infection, restless leg syndrome, obesity, frequency urinary, lower back pain and lower abdominal pain ,bipolar disorder ,vaginal burning, candidiasis infection were added. Fu 4 and 5 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.